Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6 (health effect - impact code). Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: displacement of the nail end cap at the calcaneus. No fracture or other abnormality is noted and alignment is maintained. A small amount of radiolucency is noted along the distal nail and end cap. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Concomitant medical products: offset end cap 11x10mm .433d offset cat: 14-440072 lot: 773890r. Ti-dble lead cort 5.0x28mm scr cat: 14-405028 lot: 101720. Ti-dble lead cort 5.0x28mm scr cat: 14-405028 lot: 907050. Ti-dble lead cort 5.0x46mm scr cat: 14-405046 lot: 916480. Ti-dble lead cort 5.0x75mm scr cat: 14-405075 lot: 729800r. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent an initial right ankle procedure. Subsequently, the implants disassembled. No revision procedure has been indicated at this time.